Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found approximately 1/2 inches of monofilament exposed at the guide and the needle tip still attached to the rail end. The pre-formed knot was unraveled and the rest of the monofilament was inside the device intact. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and not a suture break. There was no needle strike mark on the posterior foot. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using the perclose proglide device after an interventional procedure. Reportedly, the suture broke and another proglide was used with the same results. Hemostasis was achieved using another proglide. There was no adverse patient sequela. Though requested, no additional information was provided.